Event description:
It was reported that during a da vinci-assisted surgical procedure, customer stated that metal cable protruding from the jaws of a robot bipolar rotary window forceps of permanent cautery hook instrument. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue took place during the surgery. No fragment fell into patient. The procedure was completed with no patient harm, adverse outcome, or injury. The issue did not cause any delay.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged pitch cable.